Event description:
The customer contact reported a leak of a chemotherapeutic agent. The tubing set was being used to deliver an unspecified chemotherapeutic agent, at an unspecified rate, via plum pump. At an unspecified time, the customer contact reported that 300ml of solution leaked from the connection of the secondary clave port and the cassette of the tubing set. It was reported that an unspecified volume of the solution and the tubing set were replaced and the therapy was resumed. The solution that leaked was cleaned up according to the user facility's protocol. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The customer contact indicated that the device was discarded. Hospira has completed a formal investigation to address the issue of leakage from clave secondary port. Based on the investigation results, it was determined that the customer's reported event was due to the design of clave port that it directly bonded to the secondary port of the cassette. Corrective actions have been implemented to prevent this type of occurrence form happening in the future. This report represents all the info known by the reporter upon query by hospira personnel.